Event description:
Same case as MFR #: 2134265-2013-00959, 2134265-2013-01667. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire penetrated the balloon lumen and a balloon rupture occurred. The patient was undergoing treatment for diabetes mellitus of the right foot. The approximately 80% stenosed target lesion was located in the calcified right anterior tibial artery (ata). A v-18 control wire was advanced to the lesion and a 2.5 x 150 mm sterling sl balloon catheter was advanced over the wire. While attempting to access the true lumen of the right ata, the v-18 wire penetrated the balloon lumen of the sterling. The guide wire and balloon were exchanged for identical devices. The second 2.5 x 150 mm sterling sl balloon ruptured at rated burst pressure on the second inflation attempt. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-00959, 2134265-2013-01667. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire penetrated the balloon lumen and a balloon rupture occurred. The patient was undergoing treatment for diabetes mellitus of the right foot. The approximately 80% stenosed target lesion was located in the calcified right anterior tibial artery (ata). A v-18 control wire was advanced to the lesion and a 2.5x150mm sterling sl balloon catheter was advanced over the wire. While attempting to access the true lumen of the right ata, the v-18 wire penetrated the balloon lumen of the sterling. The guide wire and balloon were exchanged for identical devices. The second 2.5x150mm sterling sl balloon ruptured at rated burst pressure on the second inflation attempt. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).